Manufacturer narrative:
The reason for this revision surgery was to remedy dislocation after 5 years, 6 months, 5 days in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) complaints against this part number. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. The surgeon reported the glenosphere was showing to be loose and noted, "no component failure". There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - the patient was constantly dislocating as the glenosphere was showing to be loose. The surgeon decided to go with a larger glenosphere and a metaphyseal shell was needed to prevent further issues. No component failure as noted by the surgeon.